Manufacturer narrative:
The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the balloon was received unfurled and no fluid was present within the balloon. The balloon was pressurized to four psi and a leak was noted from the stopcock. The balloon inflated partially. The stopcock was replaced and the balloon inflated appropriately and help pressure. The balloon was submerged in a water bath and no leaks were detected. F11 - date MFR initially forwarded report to FDA. H6 - 68 (other - device accessory/stopcock).

Event description:
Approx 90 minutes post-placement of ths intra-aortic balloon catheter, a balloon leak was noted. The pt was successfully weaned off the iabp without any complications and another iabc was not placed. The device has just been received for evaluation. Upon the completion of the engineerring evaluation. A supplement will be forwarded under 1220076-1997-00010. Iabc leaks have been associated with repeated cycling against calcified lesions and/or other hard, sharp material. However, without evaluating the device, co is unable to determine the exact cause for this event.